Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with an octaray mapping catheter and the patient experienced a cardiac perforation that required a pericardiocentesis. First, it was reported that the physician complained that the sterilmed coronary sinus catheter was not steering correctly. Further details regarding the issue were not available. The sterilmed webster coronary sinus catheter was replaced and the procedure continued. Then it was also reported that a pericardial effusion was noticed at the end of the case. The physician came out of left atrium with the farawave catheter. The patient had a really sharp turn off of the inferior vena cava to the right atrium. After checking the cavotricuspid ishmus (cti) line with the octaray mapping catheter, the physician wanted to go back up with the farawave catheter to apply more pfa ablation in the superior vena cava. The octaray mapping catheter was exchanged for the farawave catheter and as soon as the farawave catheter was advanced into the right atrium, a drop in co2 was noticed and the patient's blood pressure decreased. The pericardial effusion was confirmed with intracardiac echocardiography (ice) and it was believed that an external echocardiogram was also used to confirm the pericardial effusion. An interventionalist was brought into the room and a pericardiocentesis was performed for the medical intervention. The procedure was aborted. The last known patient status was stable. The following bwi catheters were used during the case: soundstar catheter, octaray catheter, & sterilmed webster cs. The soundstar catheter and sterilmed cs catheter were inside the body when the pericardial effusion occurred. The farapulse system was used for ablation and the carto 3 system was used for mapping additional information was received. The physician's opinion on the cause of the adverse event was "perf" at ivc (inferior vena cava) junction. Patient fully recovered; however, required overnight stay (extending the hospitalization). There were at least 5 catheter exchanges, only 1 transseptal site. Radio frequency (rf) was not used, only pfa. 30 lesions performed, veins were isolated from previous ablation. The adverse event was assessed as MDR reportable under the octaray mapping catheter.